Event description:
It was reported that the patient received inappropriate shocks due to noise on the lead. Session records were reviewed. A lead anomaly was suspected. The patient is resistant to go for another procedure to have the lead explanted or capped. The lead remains implanted.

Manufacturer narrative:
Na